Manufacturer narrative:
The returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing. The sensor was determined to be functioning as designed., corrected data: UDI # corrected from: (B)(4).

Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): the device has been returned to the local facility but has not yet been received at the main office for evaluation. Once the device has been returned and investigated, a follow-up report will be submitted.

Event description:
While removing o3 sensors for baby wash care, the nurse found skin necrosis under both o3 sensors. Necrosis are located under the del emitter and receptors.